Manufacturer narrative:
The reported events of ¿lead broken¿, sensing noise, high pacing lead impedance, and high defib impedance were confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examination of the lead found all filars of the inner coil and one of the right ventricular cables were broken / separated at the connector boot region of the lead. Destructive analysis found all filars of the inner coil appeared to be fractured. Scanning electron microscope verified that all filars of the inner coil were fractured. The cause of the reported events was due to fractured inner coil consistent with bending fatigue.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and increased pacing and defibrillation impedance were observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable.